Event description:
Laparotomy sponges with rings were soaked in saline prior to surgery. While wringing out the sponge, one ring broke. Hospital staff decided to use the sponge anyway and continued with the vaginal hysterectomy. No parts of the ring went into the surgical wound, but the sponge was inadvertently left in the pt following surgery. They removed the sponge while the pt was still under anesthesia with no special or extended care needed. No consequences or impact to the pt has been reported.